Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿novorapid and trurapi are compatible with the system for use up to 72 hours (3 days). Humalog and admelog are compatible with the system for use up to 48 hours (2 days)¿ h3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.